Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and a pinhole was noted in the middle of the balloon. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.